Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation. DHR: the DHR showed the following nc (not related to the referenced defect.):nc#: (B)(4): damaged cannula.

Event description:
It was reported that during insertion, a rupture presented. Exploration of upper limb vessels was performed, where the piece of jelco was found and extracted. No patient injury was reported.